Event description:
The customer stated that on (B)(6) 2013, he was queasy, had dry mouth, and had been vomiting, so he went to the ER. The hospital did a blood test, and other blood work, and gave the customer nausea medication. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported ER visit. Qualification records were reviewed and the product lot met all acceptance criteria.